Manufacturer narrative:
An ultraflex¿ tracheobronchial stent and delivery system was returned for analysis. The device was received with the stent partially deployed. Visual evaluation found the distal end of the shaft kinked at multiple places. Functional analysis found that the device shaft bowed during a failed deployment attempt. It was possible to manually deploy the stent by pulling directly on the deployment suture. No other issues were identified during the product analysis. The damages noted with the device during analysis are consistent with the application of excessive force and are most probably due to anatomical or procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation on (B)(4) 2016 that an ultraflex tracheobronchial stent was used during a stent placement procedure performed on (B)(6) 2016. According to the complainant, the stent was to be used to treat a 6 to 7 cm malignant stricture due to tracheal cancer. Reportedly, the patient¿s anatomy was tortuous. According to the complainant, during the procedure, the physician began deployment of the stent but after the stent was deployed about 1cm the physician could no longer pull the deployment suture. The partially deployed stent was removed from the patient and another ultraflex tracheobronchial stent to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4) stent partially deployed. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that an ultraflex tracheobronchial stent was used during a stent placement procedure performed on (B)(6) 2016. According to the complainant, the stent was to be used to treat a 6 to 7 cm malignant stricture due to tracheal cancer. Reportedly, the patient's anatomy was tortuous. According to the complainant, during the procedure, the physician began deployment of the stent but after the stent was deployed about 1cm the physician could no longer pull the deployment suture. The partially deployed stent was removed from the patient and another ultraflex tracheobronchial stent to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.